Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in the aortic position, upon removal of the delivery system, contrast in the balloon was noted and when the delivery system and balloon was pulled back into the esheath, it prolapsed the sheath. Upon removal of the sheath, the radiopaque marker separated and was stuck in the subcutaneous tissue in the femoral. The physician decided to leave the marker inside the patient with no intervention performed. The systems were withdrawn with no further complications.  Per report, the contrast in the balloon was noticed once the delivery system was outside the body, the esheath marker was noted to be in the femoral area on fluoro after the sheath was removed.

Manufacturer narrative:
Correction to section b2.  The sheath was returned with delivery system, after being used in the procedure. Imagery provided was reviewed and noted that the c-marker band is separated from the sheath and left in patient.  Visual inspection was performed and the following was observed: 3.75" delamination from the tip; c-marker band was not present; scratches observed along the length of sheath shaft, deep scratch approx. 6" from tip, 0.5" in length; fold approx. 1.5" from distal tip; minor soft tip damage; sheath expanded as designed.  Due to the nature of the complaint, no dimensional inspection and functional testing were able to be performed. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  All testing passed specification.  The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for sheath distal tip liner delamination and separated marker. A review of complaint history from june 2019 through may 2020 revealed additional similar returned complaints for the esheath (all models and sizes) for sheath distal tip liner delamination and separated marker. The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that procedural factors may have contributed to the complaint events.  A review of the complaint history revealed that the occurrence rate did not exceed the may 2020 control limit for the trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip liner delamination and separated marker were confirmed based on visual inspection of the returned device. Investigation of the device, lot history, DHR and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. IFU states: ensure balloon lock is locked; ensure the balloon is completely deflated; pull the entire delivery system through the sheath. Sheath removal: remove the sheath entirely without torquing ensuring the edwards logo is facing up; do not re-advance the sheath at any time during removal.  As reported, ¿during a transfemoral tavr procedure with a 26mm s3 ultra valve in the aortic position, upon removal of the delivery system, contrast in the balloon was noted and when the delivery system and balloon was pulled back into the esheath, it prolapsed the sheath.¿ the presence of contrast in the balloon may have caused the balloon to have a larger profile leading to the reported withdrawal difficulty. It is possible that excessive manipulation was applied to overcome the difficulties with withdrawal may have caused the delamination of the sheath. As the liner delaminated the c-marker would have been exposed and dislodged with excessive device manipulation. While a definitive root cause is unable to be determined, available information suggests that procedural factors (residual fluid in the balloon/excessive manipulation due to withdrawal difficulty) may have contributed to the complaint events. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action (CAPA) nor  product risk assessment are required at this time.  A CAPA was previously initiated to address reported marker band separation.  A risk assessment was previously released to capture the risk of separated esheath marker band.